Event description:
The customer reported an intermittent loss of system functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply and intelligent shut down pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.